Event description:
Note: the date of event is unknown. According to the complainant, the locking adapter cracked about 10 days after placement. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The sample was returned with a crack in the locking mechanism, the complaint has been confirmed. Several attempts have been made to replicate the cracks found in these locking mechanisms, but the testing performed to date has not replicated the failure. Therefore, the root cause is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown.